Event description:
It was reported that the ptca/stent procedure was to treat a concentric, calcified lesion, which covered the lmt to the distal lad, with the target in the mid lad. An ivus device was inserted but it did not cross the target lesion. A guide wire was delivered to the target lesion and then a balloon catheter was used for predilation at 10 atm; however an indentation remained. A stent was delivered to the target leison and deployed at 12 atm; however, the indentation still remained. It was then noted that the stent delivery system (sds) balloon was stuck inside the stent and it could not be removed. The sds balloon was inflated again to 4 atm and it could then be removed, but the guide wire also came out with it. The guide wire and a crosssail balloon catheter were crossed to the target lesion and dilated; however, no flow occurred at 8 atm. In an attempt to improve it, the physician changed the guide wire a couple of times but it did not work. The patient was sent to surgery and was in stable condition under iabp support. Reportedly, the patient is doing well.